Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had a lead integrity alert (lia) triggered. The device was interrogated and the right ventricular (rv) lead exhibited high pacing impedance and increased thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.